Event description:
Pt has a morphine 5mg/ml pca running and the occlusion alarm on the pump was alarming on a regular basis. All possible causes for the alarm were investigated and the only possibility remaining was that the actual pca syringe was defective. The syringe was replaced and the pump ran normally. When that syringe ran out, the next pca syringe that was started, also caused the pump to alarm. The defective morphine pca syringes were wasted/destroyed according to policy. Hospira, the company who makes the pca syringe, was contacted regarding the possible problem with the pca. They stated that they had other reports and that the issue is now resolved. In some cases, silicon was not applied to the inside of some syringes and the plungers were getting stuck causing the occlusion alarm. All further lots will be corrected.